Event description:
The prosthesis was damaged during expansion "as per cc form": during an attempt to insert a stent in the biliary tract along the wireguide, the sheath of the introducer has burst, what made it impossible to expand and insert the stent. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information received: 24-mar-2025. 1. What was the target location? Biliary tract. 2. What was the diameter of the wire guide used? 0,035.¿ 3. What endoscope channel size was used? Olympus endoscope-q180v, 4.2 mm. 5. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? N/a. 6. If altered please indicate the procedure type (e.g. Cholodochojejunostomy). 7. Were any other defects (other than the complaint issue) observed on the delivery system (e.g. Kinks) prior to return? No. A. If yes, please specify what additional defect(s) were observed and where on the device this was observed. 8. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? Another stent was inserted. 1. Was resistance encountered when advancing the delivery system to the target location? No. A. If resistance was felt how did the physician deal with the resistance encountered? 3. Was pre-dilation / post-dilation performed? No. 4. What was the position of the elevator during advancement/deployment/removal? Open. Will the device be returned? Yes. Are there images of the procedure available? No.

Manufacturer narrative:
E1: phone number: (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 13-jun-2025.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number c2235309 involved in this complaint was returned for evaluation, with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 09th april 2025. Refer to ¿returned product - notes¿ section for lab attendance and notes. The returned device lab examination findings and observations can be referred through attached photo. On evaluation of the device, the following was observed: visual inspection: device returned in protective tubing. Safety tab returned separately to device. Safety wire is returned in place. Red shuttle is before the ponr. Directional button is in the deployed position break in outer sheath in the clear section approx. 15cm from the white tip. Functional inspection: handle actuating fine for deployment and recapture. Safety wire removed with no issue. Unable to deploy the stent. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy / a tight stricture. From additional information provided the stricture was not dilated before stent placement. It is possible that during deployment, a tortuous path may have caused a kink in the outer sheath, continued attempts of deployment may have led to a build-up of pressure at the kink subsequently leading to the outer sheath break, as observed in the lab evaluation. As a result of the break in the clear section, the stent could not be deployed. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.